Event description:
It was reported, the patient was experiencing ineffective therapy and discomfort at the ipg site. No trauma or weight fluctuations have been reported. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg, and leads were explanted and replaced to address the issue. The 3219 paddle lead was orphaned from a previous unrelated surgical procedure (related manufacturer reference number: 1627487-2024-12942).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.